Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced intermittant out of range signal. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A global functional test was performed on the transmitter and it passed. The reported event could not be duplicated. The complaint of intermittent out of range signal could not be confirmed. The root cause could not be determined, post investigation.